Manufacturer narrative:
B3: september 2025 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the respiratory therapist was starting respiratory treatment when the patient moved neck abruptly and the trach adaptor part that connects to the ventilator broke off. Trach change was complete and sequestered broken trach. There was patient involvement and there was unknown patient harm.

Manufacturer narrative:
E4 - initial report sent to FDA: correction. H6. Codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.